Event description:
It was reported by the sales rep the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the device was used without difficulty for the lavh and discarded as usual. Pt was later re-op'd by a general surgeon for a "migratory staple," presumably from the endocutter used in the lavh, which caused a bowel perforation. No other info is available at this time.